Event description:
Customer reported noticing a difference between the blood glucose readings and the sensor readings. Customer stated that the blood glucose reading was 65 mg/dl and the sensor was reading 91 mg/dl. Customer stated that the sensor was reading 43 mg/dl in the morning and had a threshold suspend alarm. During another incident, the sensor was reading 52 mg/dl when the blood glucose reading was 42 mg/dl. Customer checked their blood glucose readings and they were 172 mg/dl. It was noted that the customer had a bent sensor cannula and a sensor error alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.